Manufacturer narrative:
Based on the current information provided, the cause of the injury cannot be determined. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if the reload and stapler instrument are returned (post failure analysis evaluation) or if additional information is received. A review of the site's system logs for the reported procedure date was conducted by a regulatory post market analyst and revealed no related system error occurring during the surgical procedure that would have caused or contributed to the reported complaint. A review of the advanced stapler logs for the endowrist stapler 30 curved-tip instrument was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The logs show that the stapler was installed on the system 1x and fired 1 gray reload. There was 1 completed clamp, followed by a firing failure, which failed at ~41% completion. An error code was seen which indicates that the firing torque was too high. The stapler unclamped successfully, and was not used again during the procedure. There were no incomplete clamps or unclamps by this instrument. This complaint has been reported due to the following conclusion: after a partial firing of an endowrist stapler 30 curved-tip instrument, "bruising" was noted on the pulmonary artery. The clamping cycle of the stapler left a visual indicator on the uncut portion of the artery. A back up stapler was used on healthy tissue, proximal to the first staple line, to complete the transection and continue with the procedure. There is no evidence that the intuitive surgical, inc. Device malfunctioned.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy, an endowrist 30 curved tip stapler instrument partially fired. The surgeon successfully clamped and then was able to staple across about 40% of the pulmonary artery before getting an error message stating possible blade exposure and instructing him to release the instrument. There was no tissue bunching, tension or obstructions during firing. After being compressed, the vessel was said to have bruising. As per the surgeon, the bruising was a dissection or intimal tear and if left untreated could rupture. There was no bleeding, and a new stapler was used to complete the stapler line proximal to the "bruising" and complete the procedure robotically.